Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of visibility/palpability, sensation increase/decrease and rupture was received with lot number 3203981. Analysis of the returned device identified, the weight the device within specification, white particles in the shell, wear abrasion and crease flat. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, and sensation increase/decrease.

Event description:
Healthcare professional reported left side "oil in the breast pocket and when the implant was on the op table, it appeared to continue to seep" and "implant appearing larger and sensitivity." Device has been explanted.